Event description:
The customer reported having several issues with the infusion sets, reservoirs, and receiving no delivery errors. The customer states that they have ended up in the emergency room several times throughout the year. The customer states that they have spoken to helpline, but the issues still continue. The reporter did not know the blood glucose reading. The customer disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.